Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. When transferring on or off commode, client allegedly fell to floor due to right rear leg of commode bending. End user reportedly weighs (B)(6). Fire department was called to pick client up. No mention of injury or if medical intervention was sought.

Event description:
When transferring on or off commode, client allegedly fell to floor due to right rear leg of commode bending.